Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation and left sided capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with 550cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2020.

Manufacturer narrative:
It was discovered on (B)(6) 2020 that statement "a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted' was erroneously submitted in initial report. Correct statement: "since no lot number was provided, no manufacturing record evaluation review could be performed." Manufacturer¿s reference number: (B)(4).